Event description:
It was reported that the insulin pump had a crack after the device had fallen on the road. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The unit was received with a cracked and bleeding liquid crystal display glass. The displacement test could not be performed due to the display anomaly. A minor scratched liquid crystal display window, cracked case near the display window corners, and cracked reservoir tube lip were also noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.